Event description:
It was reported that this device recorded an alert for atrial arrhythmia burden. The presenting electrogram (egm) shows atrial arrhythmia is in progress but is being undersensed, and atrial tachy response (atr) episodes also show significant undersensing. The device remains in service. No adverse patient effects were reported.